Manufacturer narrative:
There is no PMA 510(k) number.. Because the product is not approved for use in the united states. The device analysis has not been completed. Without a complete analysis, a definitive conclusion cannot be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic aortic valve, this valve was explanted and replaced with a bioprosthetic aortic valve and root; a check after valve implantation revealed that calcification of the root and the ascending aorta was more serious than expected, and the vessel lacked flexibility. No other adverse patient effects were reported.

Manufacturer narrative:
Analysis: the explanted valve was returned to medtronic. A visual examination of the device was performed upon receipt. The valve was received in a clear 0.2% glutaraldehyde solution in an explant kit. The valve was discolored showing evidence of blood contact. No evidence of mineralization on the valve. All leaflets were in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. This is expected since the valve went through a decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All commissures were intact. Conclusion: based on the received information and the returned product analysis, the device is considered acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.